Manufacturer narrative:
Product analysis: visual, microscopic and functional evaluation was performed. The elevate spacer has broken from what appears to be material overload. There are multiple witness marks on the implant that are consistent with impaction. In its as returned state, the nose of the implant would not have been fully closed. It is not known if the implant was in this position when there was an attempt made to install the spacer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery. Intra-op, the implant broke by sheer force when it was being implanted. The peek portion caught and was steered from the ti portion. The implant was replaced by the same size implant and was implanted without issue. All the fragments of the broken implant were removed. No patient complications were reported.